Event description:
See h10

Manufacturer narrative:
Additional information: h3, h6, h10 (summary device evaluation). Summary device evaluation: the investigation of the returned coil system found the implant to be severely stretched at the proximal section with the gel exposed, damaged, deformed and separated from the pusher. The pusher's heater coil showed no signs of activation using a detachment controller. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer; however, its evaluation is not complete. A supplemental report will be submitted when the investigation is completed. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the case was for embolization of a left hypogastric artery using left femoral access. When the 4th coil was advanced it unintentionally detached in the microcatheter. Physician attempted to flush and push out the coil but was unsuccessful. The coil was removed along with the microcatheter and replaced with another coil to successfully complete the case. The patient was fine.